Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "hospital washed inst in tor." Add'l info: sales rep explained that the devices were cleaned in a liquid named "tor hb", and that this substance degraded the instruments, mainly the plastics.